Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem ("adjust belt" messages) was confirmed. As received, the monitor failed incoming functionality testing, as it was unable to properly produce a driven ground signal. The cause for the failure and the reported messages was isolated to an open inter-pca connector j1003. The root cause of the open connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that a patient was receiving excessive "adjust belt" messages.